Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected alarm noted. Insulin pump was received with protruded and loose drive support disk, missing end cap sticker, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a protruded drive support cap and alarmed repeatedly. The reporter could not clear the alarms. The blood glucose reading was normal. No medical treatment was required. Nothing further reported.